Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the returned condition confirmed the reported failure to achieve arterial blood marking. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that placement of a proglide device suture was attempted in a common femoral artery using the preclose technique prior to an endovascular aneurysm repair (evar) procedure placing a graft. The arteriotomy was a 8fr sheath. Reportedly, no pulsation blood flow was seen coming from the marker lumen when the proglide device was inserted into the artery. The physician reported that he tried to flush the marker port as according to instructions for use but unsuccessfully. The physician felt that the marker port may have been occluded. The proglide was removed and once outside of the patient's anatomy the marker port and lumen were flushed using a needle and syringe; however, flushing was unsuccessful, the marker port and lumen were found to be totally occluded. A second proglide was used successfully to place the suture using the preclose technique. After two proglide sutures were pre-placed in a common femoral artery the sheath was upsized to a 20f-21f sheath and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures of two proglide devices. Two additional proglide sutures were used successfully in the other common femoral artery as the procedure was a bi-lateral evar procedure. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is in-training in the use of the proglide device in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: tf351801 .035" (0.089 mm) 180 cm. Sheath: 8f, 20f; heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.